Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to infection, approximately 2 years after the first surgery. The surgeon explanted ø 36/12 stem, ø36+6 cup, centered glenosphere, two locking screw (l35mm, l40mm), two standard screw ( l20mm, l25mm) and glenoid baseplate. No information on implanted product.